Event description:
It was reported to boston scientific corporation that a amplatz super stiff as being used in a procedure performed on (B)(6) 2021. During insertion, the plastic covering on the wire came off in use, and uncoiled. This was noticed upon removal. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The health care facility name is (B)(6). The physician's name is unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
H6 (impact codes): impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. H6 (evaluation conclusion codes): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a amplatz super stiff as being used in a procedure performed on july 17, 2021. During insertion, the plastic covering on the wire came off in use, and uncoiled. This was not noticed until the wire was removed. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. Additional information received on may 6, 2022: the procedure was completed with a new amplatz super stiff.